Event description:
It was reported an unknown patient lift was being used to move a patient improperly. The patient fell out of the lift's sling and sustained a fracture. No further patient complications were reported as a result of this event.